Event description:
Patient representative reported right side ¿implant was broken¿, ¿pain, sensitivity to pressure in both breasts¿, ¿lymph nodes swelling¿, ¿concentration problems¿, ¿anxiety¿, and ¿depression¿. Events of ¿headache¿, ¿fatigue¿, and ¿ankle pain¿ were also reported and are not device related. The device has been explanted.

Manufacturer narrative:
Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture of the contra-lateral side device.

Event description:
Patient representative reported right side ¿implant was broken¿, ¿pain, sensitivity to pressure in both breasts¿, ¿lymph nodes swelling¿, ¿concentration problems¿, ¿anxiety¿, and ¿depression¿. Events of ¿headache¿, ¿fatigue¿, and ¿ankle pain¿ were also reported and are not device related. The device has been explanted.

Event description:
Patient representative reported right side ¿implant was broken¿, ¿pain, sensitivity to pressure in both breasts¿, ¿lymph nodes swelling¿, ¿concentration problems¿, ¿anxiety¿, and ¿depression¿. Events of ¿headache¿, ¿fatigue¿, and ¿ankle pain¿ were also reported and are not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, changed, and/or corrected data: a5, a6, b1, b5, e1, e3, h3, h6.

Event description:
Patient representative reported right side ¿rupture¿, ¿pain, sensitivity to pressure in both breasts¿, ¿swollen lymph nodes¿, ¿concentration problems¿, ¿anxiety¿, and ¿depression¿. Patient representative later reported "limitations of movement, exhaustion, difficulty concentrating, joint pain, and capsular contracture". Patient representative additionally reported "dislocation of implant" and "chest pain". The device has been explanted.